Event description:
It was reported generator upgrade that the atrial lead exhibited inappropriate capture of the ventricle. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.